Event description:
A hospital in (B) (6) reported via a fisher & paykel healthcare (fph) representative that an mr290 autofill humidification chamber was leaking. It was reported that the hospital was performing cardiac ablations and the pt was placed on a sensormedics 3100b high frequency oscillatory ventilator (hfov) with an mr290 autofill humidification chamber during the procedure, approximately two (2) hours into the procedure, the chamber began to leak and was replaced. It was reported that there was no pt consequence.

Manufacturer narrative:
(B) (4). Fph have requested further info from the customer regarding the use of the device at the time of the reported event and have only recently received this info. We will provide a f/u report upon completion of our investigation.